Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician could not verify the customer's reported issue. The ac power adapter showed no signs of burn or over heating. The service technician scrapped the ac power adapter as a pre-caution.

Event description:
The customer reported model palmtop ventilator ac power adapter has burn damage when hooking up to pigtail. At this time, it is unknown if there was any patient involvement associated with the reported issue.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.